Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer (registered nurse) through emergency support program that while using cardiosave hybrid, type b plug intra aortic balloon (iab), got a catheter restriction alarm. The reporter restarted the pump and within a couple of minutes the pump alarmed catheter restriction a second time. The pump then alarmed low vacuum. The pump then had an autofill failure alarm and would not fill the balloon at all. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer, an rn in the ICU, called about a pump with a catheter restriction alarm. The nurse stated the patient had arrived from cath lab approximately 10¿15 minutes prior to the call. The nurse stated the pump was pumping appropriately without issue. The nurse stated they then got a catheter restriction alarm. They restarted the pump and within a couple of minutes the pump alarmed catheter restriction a second time. The nurse then called the engineer directly.